Manufacturer narrative:
Product event summary: the device was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed. The device was related to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to no output voltage due to a cable assembly error (short circuit). The likely root cause was manufacturing failure of the cable assembly which resulted in the power disconnect event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a blinking green light on the controller ac adapter. The alarm on controller stated "power disconnected, reconnect power". Other outlets were tried and connections were checked, and this did not correct the problem. The controller ac adapter was exchanged. No patient complications have been reported as a result of this event.